Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is alarming no delivery. The blood glucose reading is 219 mg/dl. The insulin pump alarmed during the manual prime. Customer stated that the paramedics were called to treat low blood glucose. Nothing further reported.